Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgery on (B)(6) 2015 was re-implantation of components taken out from revision surgery on left knee for infection in (B)(6) 2015. Surgeon implanted a gmrs and mrh system on (B)(6) 2015. Investigator update: based on implant sheet received on this and cross referenced pis. The patient underwent implantation of gmrs/mrh components including exchange of the gmrs distal femoral component, which it appears was not explanted during the (B)(6) 2015 revision.

Manufacturer narrative:
An event regarding revision following treatment for infection involving a gmrs distal femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as items were not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there has been one other similar event for the reported lot and sterile lot, this event relates to the same patient. Conclusions: revision surgery took place due to infection whereby the reported device was explanted during a procedure to replace previously explanted components that were explanted due to infection (stage two infection surgery). The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as further patient details, medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgery on (B)(6) 2015 was re-implantation of components taken out from revision surgery on left knee for infection in (B)(6) 2015. Surgeon implanted a gmrs and mrh system on (B)(6) 2015 investigator update: based on implant sheet received on this and cross referenced pis. The patient underwent implantation of gmrs/mrh components including exchange of the gmrs distal femoral component, which it appears was not explanted during the (B)(6) 2015 revision.